Manufacturer narrative:
(B) (4): physio-control further evaluated the device and recommended replacing the main board; however, the customer declined the repair due to the cost and has elected to retire the unit. Further root cause of the reported failure cannot be determined.

Event description:
During a contract inspection of the device. A physio-control field service rep observed that the unit would not deliver therapy (joules) during the performance inspection procedure. Further troubleshooting showed that the main board needed to be replaced. There was no pt use associated with the reported event.